Event description:
(B)(4). Allergic to oral prednisone, steroid injections, ibuprofen, baclofen, diclofenac, etodolac, robaxin. Non stop muscle spasms, nerve damage in back (arthritis), spondylosis has sped up. I am now on nerve medication and have had multiple injections as well as every therapy possible to deal with the pain. Rashes all over back and belly. Swelling in belly, hips and back. Weight gain. Non stop pelvic pain I had to have ultrasounds for and a MRI which found a mass from scar tissue. Bleeding between periods. Giant clots during monthly cycle. Miscarriage. Low vitamin d. I have been diagnosed with ibs as well. After having a colonoscopy at (B)(6).